Event description:
A patient had an "arrest" while on the meridian device. The health care professional (hcp) stated that the patient appeared to be "gray and not looking good" before dialysis treatment. The hcp also reported that the patient informed them that their blood sugar that morning was 600. The hcp reported that when the meridian was switched to the dialyze mode, the patient "passed out". The hcp immediately stopped the blood pump and the patient regained consciousness. But when the patient put their feet down on the floor, they stated they were going to "vomit", slumped over and lost consciousness again. The hcp initiated a "code" and the patient was transferred to the intensive care unit at which time they were intubated. The hcp stated that the patient's first blood pressure during the "code" was high, but they did not have the exact reading. The patient regained consciousness and was extubated later in the day. An air embolism was not confirmed. The patient had been discharged from the hospital; was feeling well with no sequelae and had returned to the clinic for their hemodialysis treatments. After the code, the hcp noted that the extracorporeal blood line circuit was not completely primed with normal saline; the dialyzer and venous lines were full of air; and the red and blue connectors were still connected to the multiport on the device. The facility attributed this event to user error. The hcp stated they did not completely prime the extracorporeal system with saline. They stated the dialyzer and venous lines were full of air and the dialysate lines were still on the hansen connectors.